Manufacturer narrative:
(B)(4) date sent: 01/22/2021 d4: batch # t5en5r h6: component code = mechanical (g04) device analysis: the analysis results showed that one gst60b reload was received sterile and with no apparent damage. The returned reload was opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as the reload performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during video-assisted thoracoscopic lobectomy surgery, when severing vascular lung tissue , after fired, noted some staples malformed. Changed to new one to complete surgery . There was no patient consequence reported. No additional information can be provided.